Event description:
As reported, during a laparoscopic incisional hernia repair procedure, surgeon attempted to fixate the mesh using capsure device. It was reported that the deployed first fastener failed to fixate the mesh/tissue and was removed. It was also reported that several attempts were made, and the device failed to release any fasteners. It was reported that another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
As reported, the capsure device fastener failed to fixate the mesh/tissue on the first attempt, then misfired several times after. Based on the sample evaluation conducted, the reported event fastener failure to fixate could not be reproduced. The device was found to fixate the fasteners as intended, however the next fasteners to be deployed were found to be exposed beyond the cannula after firing. The most probable root cause is the result of the device going out sync while in use, however a definitive root cause cannot be determined. No manufacturing anomalies found. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october 2023. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.